Event description:
The patient reported concerns about the accuracy of their teladoc health blood glucose meter. The readings from the teladoc meter were consistently lower compared to those obtained at the doctor's office. Based on these incorrect readings, the patient's doctor adjusted their medication.

Manufacturer narrative:
The patient was sent a replacement device to resolve this issue. The device associated with this incident was returned for investigation. Inital functional testing was performed and no damages or nonconformences were found. Control solution tests were performed on the device and the results were in range.